Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose in the 400 to 599 mg/dl range. At the time of this report, customer's blood glucose was 529 mg/dl, for which she treated with the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No large bubbles or leaks were found to be present along infusion set tubing length. Insulin exited at the quick release during manual prime. The customer's healthcare provider had slightly increased the customer's basal rates the day before this report. The customer stated the bolus history displayed all entries based on her recollection. The customer did not have a tubing clamp with which to perform the high pressure test. It was advised to change entire set, reservoir, and insulin and for customer to call when tubing clamp would be received for high pressure test.